Manufacturer narrative:
The explanted device was returned assembled. The evaluation of the device did not confirm the presence of thrombus inside the pump. No depositions were identified; therefore, a correlation between the device and the reported hemolysis could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 2 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 6 years of support, the patient was admitted to the hospital on (B)(6) 2016 due to increasing pump power and estimated pump flow parameters, hemolysis, a lactate dehydrogenase (ldh) level that had increased up to 2400 u/l, and a plasma free hemoglobin level of 434 mg/dl. The pump speed was increased and decreased without a noticeable variation in left ventricle filling. An echocardiogram showed the aortic valve opening with every beat and very low flow in the inflow and outflow cannulae. The patient was started on heparin. A decision was made to put a plug in the outflow cannula and to try to wean the patient. The patient ultimately received a heart transplant on (B)(6) 2017. No additional information was provided.